Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. Customer reported blood glucose (bg) levels of up to 255 (mg/dl). Customer administered insulin injections to treat their bg levels, and reported that they would use injections for alternate insulin therapy.